Manufacturer narrative:
Lots identified: 33349937, 33584030.

Event description:
It was reported the remote detach arm on the right-side distractor was secured in place.

Manufacturer narrative:
H4- manufacturing dates. Lots. 33349937 mfg. 2020-02-05. 33584030 mfg. 2023-11-03.